Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were in a motor vehicle accident approximately 1 1/2 years ago, and then they started having difficulty charging about 12 to 13 months ago.   She didn¿t notice having any difficulty charging until about a year to a year and a month ago.  No troubleshooting was done according to the patient¿s husband.  The hcp did a pocket revision on october 29, 2020 to bring the implanted neurostimulator (ins) closer the surface of the skin.  As soon as surgery was completed, the rep connected the patient¿s charger and confirmed they were able to achieve eight coupling bars.  No symptoms reported.